Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver did not hold the needle. It was twisting and turning, and the scissor did not cut well. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer to obtained additional information: the customer was unable to provide further information.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument to perform failure analysis. The mega suturecut needle driver instrument was analyzed, and the reported failure could not be confirmed. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grips were aligned. The instrument passed the suture handling 2 of 2 attempts. The instrument passed the cut test. The instrument was fully functional. No product issue was identified. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.